Manufacturer narrative:
(B)(4). Additional information: as the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the line of the homechoice cassette and the transfer set. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.